Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced swelling with 3+ pitting edema the size of the silver dollar inferior to the catheter anchor site over the past 1+ years. The patient had required daily dose increases regularly to maintain efficacy for the past year. The reporter believed that there was a slow leak in the distal area of the catheter. Additional information has been requested from the hcp, but was not available as of the date of this report.